Event description:
Patient with a unicondylar knee implant presented with pain. Revision surgery is planned.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.